Event description:
Patient had one endeavor rapid exchange (rx) drug-eluting stent successfully implanted to the proximal cx during index procedure. Ap proximately 3 months post index procedure, the patient had ICD implanted. Approximately 6 months and 3 weeks post index procedure, the patient was diagnosed with unstable ap and underwent revascularization of proximal circumflex with non-medtronic stent, the plaque shifted to distal cx which was treated with a non-medtronic stent been implanted. The following day, drop of blood pressure and no pulse of carotid artery were registered. The patient was intubated and cardiac massage was performed; however, it was reported that the patient expired. Cause of death was exacerbation of heart failure. Investigator reported that there was no relationship with the study product, procedure or drug.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion and death). (B)(4).

Manufacturer narrative:
Patient was a previous smoker and had a history of hyperlipidemia and previous chf. Cause of death was exacerbation of heart failure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.